Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid 0.8272 mg/day via an implantable pump. Indication for use was non-malignant pain and degenerative disc disease/herniated disc pain. The date of the event was (B)(6) 2019. It was reported the patient went through opiate withdrawal. On (B)(6) 2019 the patient woke up at 3:30am and her body was out of control. The patient's legs and hands were flailing as she was going through withdrawal. The patient went to hospital on (B)(6) 2019 and was discharged (B)(6) 2019. A dye study was to be scheduled. When the patient was discharged from the hospital the papers said opiate withdrawal. The patient was waiting for a dye test for two weeks to prove the catheter was undone and the pump was flipping up and down, so it is "obviously unhooked". The pump was checked and was working correctly. Per the patient, the pump was not working correctly because the catheter had come undone, but it was not confirmed. The patient followed up with the hcp and the pump was tested. The hcp withdrew medication out and put it back in because the pump itself was working correctly so they think the catheter has come unhooked. The patient did not feel better because she has no pain medication. No further complications were reported.